Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 300 mg/dl. The blood glucose at the time of the incident was 334 mg/dl and current blood glucose was 99 mg/dl. Customer treated high blood glucose with insulin pump. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Assisted with performing the high pressure test which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will be returned for analysis.